Event description:
It was reported that the touch screen was delayed in responding to the customer's input. Blood glucose was 168 mg/dl. Upon follow up, the customer indicated that the issue was resolved and declined further assistance from tandem technical support.